Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for normal follow up with a device that was post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made.